Manufacturer narrative:
The current instructions for use (IFU) contains the following: precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause provided. Align's clinical review: noted that tooth 1.5 exhibited significant pre-existing structural compromise due to prior endodontic treatment and a class ii restoration, this restoration was further confirmed in the maxillary occlusal photograph, which demonstrated discolored margins, indicative of restorative deterioration. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported disability or permanent damage. Based on the available information, the patient had disability or permanent damage (tooth loss), and invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had symptoms of loss of tooth 1.5 due to fracture and sensitivity of tooth 1.4. No additional information is available at this time. Attempts to obtain additional information about the event were unsuccessful.